Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing and retrograde p-waves, both causing in inappropriate automatic mode switch. Programming changes were made. The patient had no adverse consequences due to the event.